Manufacturer narrative:
The referenced report of pump exchange is covered under medwatch MFR report # 2916596-2018-00041. The referenced report (B)(6) is covered under medwatch MFR report # 2916596-2018-00068. (B)(4). Approximate age of device ¿ 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that elevated flows and powers were observed. On (B)(6) 2018, it was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) and elevated white blood cell count (wbc) with occasional high flows and powers. Post lvad exchange, the patient was discharged on (B)(6) 2017 with an ldh of 526 u/l and wbc of 10 x109/l. Outpatient labwork on (B)(6) 2018 revealed ldh of 1120 u/l, plasma free hemoglobin of 19 mg/dl, and wbc of 20x109/l. On (B)(6) 2018, it was reported that the patient was found to have a large abdominal hematoma. Patient was temporarily started on an antibiotic for elevated wbc and history (B)(6). It was reported that thrombocytopenia was likely due to antibiotic treatment; on (B)(6) 2018, it was reported that the patient continued to have elevated ldh as high as 1721 u/l with plasma free hemoglobin of 20 x109/l. Technical service reviewed the log file submitted which contained flows and powers are higher than usual for a set speed of 9600 rpm and at the end of the log set at 9000 rpm. Pump thrombus was suspected. Patient was taken back to operating room on (B)(6) 2018 for a pump exchange to another manufacturer's device. Thrombosis was reportedly observed on the inlet stator. No additional information was provided

Manufacturer narrative:
Device receive date entered. Device thrombus was confirmed based on the evaluation of the returned left ventricular assist system (lvas). Upon disassembly, a deposition was found surrounding the inlet bearing cup. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. A white deposition was found situated between the outlet bearing ball and stator blades. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering. An origin and duration of time for which the formation was present in the pump could not be determined. The depositions found in the pump could have contributed to the reported elevated lactate dehydrogenase (ldh). The depositions found in the pump could have also created additional resistance on the spinning rotor, potentially contributing to the reported change in pump parameters. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.